Manufacturer narrative:
The device was not available and therefore a device evaluation could not be performed. A device history record review was unable to be completed as a lot number was not provided. A high-level analysis was performed and there were no non-conformities found to be related to the reported event. A review of the device¿s risk profile suggests the reported event does not constitute a new harm or hazard. An adverse event appears to have occurred but does not appear to have been a problem with the device or the way it was used based on the information received. Based on the information received, the root cause of the reported event could not be conclusively determined. The IFU adequately provides instructions for implantation, precautions, and warnings for the proper use and handling of the device. Polynovo could not confirm a deterioration or change in the characteristics or performance, or inaccuracies in the labeling or instruction for the reported case. The rate of the reported issue to polynovo is considered low and acceptable. The clinical benefits continue to outweigh the potential risks associated with this hazard/use of the device. No trend or deficiency has been identified. Polynovo does not believe that a corrective action is warranted. Polynovo will continue to investigate and monitor complaints of this nature. MFR reference #: 1502.

Event description:
An abstract was presented at the 35th conference of the european wound management association meeting in barcelona, which described the feasibility of biodegradable temporising matrix (btm) dressings on bone exposed scalp wounds applied in the outpatient setting. Eleven patients with bone exposed scalp wounds were treated. The results reported that 1 patient had a completely failed btm, which required bone resection and large rotation flap repair.